Event description:
It was reported that during testing the device was found with a broken switch. There was no patient impact or significant procedural delays associated with the event.

Manufacturer narrative:
This event is not reportable as per 21 cfr 803:50.

Event description:
It was reported that during testing, the device was found with a broken switch. There was no patient impact or significant procedural delays associated with the event. Upon further clarification from the customer, broken leds were reported instead of a broken switch.